Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-06222. It was reported that the patient presented to the clinic for a follow-up. Interrogation of the patient's implantable cardioverter defibrillator(ICD) showed non-sustained right ventricular(rv) lead noise on stored electrograms. The patient was asymptomatic. The physician explanted and replaced the ICD and rv lead. The patient was stable throughout.

Manufacturer narrative:
The reported field event of over-sensing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.